Manufacturer narrative:
Investigation summary: complaint history review: the complaint trends were reviewed and similar complaints were found for this lot number. Therefore, a mrb (material review board) was performed and this issue will be investigated within a CAPA (corrective and preventive action). Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: pictures were provided showing the reported contamination. The retention samples were reviewed and the plates were found to be without deviation. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. Please note that this product does not have an sal claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. We only release product batches to the market with an aql (acceptable quality level) = 1.5. Although this contamination level is very low, we cannot completely exclude that a customer may receive a contaminated plate. As several complaints were reported for this product lot number regarding contamination, a mrb (mrb 22-006) and CAPA (B)(4). Were created for further evaluation. The root cause investigation is currently ongoing within the mentioned CAPA. Investigation conclusion: based upon our investigation the complaint was confirmed.

Event description:
It was reported that 720 bd¿ columbia cna agar with 5% sheep blood plates were found contaminated with bacterial colonies. The following information was provided by the initial reporter, translated from german: customer received in two deliveries 1440 plates from 257306 lot 2233567 and at least 720 plates were grown with mikrokokken as it looked.